Event description:
Patient presented back to the physician with continued arm pain and burning sensation. As allergy test results were negative, the physician prescribed pain medication and referred the patient for an MRI.

Event description:
Patient presented to the physician with discomfort and redness at the chest incision site. Imaging was performed and edema was found in the ipg pocket. Physician prescribed antibiotics. Patient presented back to the physician with no improvement. Physician prescribed steroids. This resolved the issue.

Event description:
Patient presented back to the physician with continued pain. Physician brought the patient into the or and explanted the entire inspire system.

Event description:
The patient returned to the physician with sensitivity at the incision sites and persistent right axillary pain. Imaging was taken and the results were normal. Due to concerns about a possible allergic reaction, the physician prescribed three courses of steroids and anti-inflammatory medication. Allergy testing is planned, and the patient will be re-evaluated after results are available.